Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a cut on the pink probe, missing adhesive on the forceps cover, and a crack on the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the cut on the pink probe, missing adhesive at the forceps cover, and cracked light guide lens occurred due to a degradation problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.